Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that the heartstart mrx defibrillator invasive pressure test failed. There was no patient involvement.